Event description:
It was reported that during prophylactic generator replacement, device diagnostic testing with the existing lead and generator resulted in high lead impedance (dc dc code 7). A new generator was connected to the existing lead and the high lead impedance (dc dc code 7) was again observed. The surgeon wanted to do a lead revision as well; however, the patient was only locally anesthetized and did not want to have further anesthesia required to replace the lead. It was reported that diagnostics were performed in february and were ok at that time. The patient left surgery having only the generator replaced. It was reported that the device was programmed off prior to the patient leaving the surgery. No manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. No x-rays were taken. The patient underwent lead replacement surgery on (B)(6) 2013. Only the lead was replaced during this surgery. The implant card was received by device manufacturing confirming that the lead was replaced on (B)(6) 2013 due to lead discontinuity. The lead impedance was not marked. The explanting facility discarded the device and it will not be returned to manufacturer for analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.